Event description:
It was reported that during a follow up a message informing about a battery error was observed. The change of the ICD was planned. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Explant date is currently unknown. The ipg was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ipg were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation of the returned device a warning message was triggered regarding the battery condition, confirming the clinical observation. The memory content of the device was inspected and the inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was found to be normal. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functions of the device were fully available. In a next step, the device was opened and the electrical module was subjected to a visual and electrical inspected. Visually no deficiencies were observed. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing process for the battery was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Next, the battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery. The microcalorimetry analysis showed no anomalies. The battery was opened to inspect the individual components of the battery. These were as expected in accordance with the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite thorough analysis of the ipg and its components no conclusion can be drawn regarding the root cause. The therapy functionality of the pacemaker was proven to be fully available.

Manufacturer narrative:
The device was received and analyzed. Explant date is currently unknown. The ipg was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ipg were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation of the returned device a warning message was triggered regarding the battery condition, confirming the clinical observation. The memory content of the device was inspected and the inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was found to be normal. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functions of the device were fully available. In a next step, the device was opened and the electrical module was subjected to a visual and electrical inspected. Visually no deficiencies were observed. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing process for the battery was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Next, the battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery. The microcalorimetry analysis showed no anomalies. The battery was opened to inspect the individual components of the battery. These were as expected in accordance with the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite thorough analysis of the ICD and its components no conclusion can be drawn regarding the root cause. The therapy functionality of the pacemaker was proven to be fully available.